Event description:
Edwards received information that five (5) years, six (6) months after implant of this surgical valve, a transcatheter valve was implanted (valve-in-valve) due to aortic stenosis. The surgeon was pleased with the outcome and the patient was transferred to the intensive care unit (ICU).

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.